Event description:
Additional information received from the patient. It was reported that the previous substitute cord did great but the new one had error messages, stated battery wasn't charged when it was. However, on (B)(6) 2023 the patient charged and it did just fine.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4) product type recharger date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were receiving a message about the battery being low. Pt said they had been charging for several hours and it had gone up to 50% and then dropped down to 40% while trying to recharge the implanted neurostimulator (ins). Pt mentioned seeing a "065, call mdt" screen and a white screen when trying to charge. Pt said at the same time they received their messages, they noticed that the ins battery was depleting faster than usual with the same settings (used to last almost 2 weeks). Patient services (ps) walked pt through resetting the controller and then tried starting a charging session of their ins. Pt first saw a message that displayed low battery (pt clicked out of screen before providing screen details; pt thought it said low battery recharge the controller). Pt was then on the checking the recharger screen. Pt mentioned that sometimes the controller stays on this screen for several minutes. Pt inspected the controller port and recharger (r tm); pt said they both looked good and mentioned using an air duster to clean the controller port. After several minutes of trying to charge, pt said the controller was still on the checking the recharger screen and then would go black. A replacement rtm was reque sted via the exchange program.